Event description:
It was reported that during an unspecified urological treatment procedure the balloon ruptured. A uromax ultra balloon dilation catheter had been advanced to treat a stricture in an unspecified ureter. The device was inflated with a leveen inflation device, included in the kit. The gauge of the inflation unit did not "move"; however, the balloon ruptured. The procedure was completed with another of the same device. There were no pt complications reported and the patient's status was listed as "good".

Manufacturer narrative:
Device analysis: a visual and microscopic examination of the returned device found that the balloon material was torn longitudinally from the proximal bond site to approximately 1mm from the proximal side of the distal radio opaque (ro) markerband. Examination of the ro markers found no anomalies that could have contributed to the balloon material bursting. Examination of the catheter found no damage. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. The most probable root cause classification is determined to be operational context. A CAPA has been initiated to address this issue.